Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 400 mg/dl. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed and customer continued to use the pump for insulin therapy.